Event description:
It was reported that during a laparoscopic gastric band procedure, at the bottom of the trocar, it was missing a circular piece; it looks chipped out of the sleeve. The piece missing was the distal end of the cannula sleeve. The surgeon noticed the missing piece after the trocar had been inserted when the camera was down the port. No pieces are believed to have fallen into the patient. The same trocar was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.